Event description:
It was reported that pericardial effusion and perforation occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and used. The physician placed a single curve sheath in the appendage and fluoroscopy revealed perforation at the roof of the laa. Pericardial effusion was noted and the patient was tapped on the table and a cell saver was set up. The effusion was stabilized and the patient was moved to intensive care unit. However, the patient started bleeding and was transferred to cardiothoracic surgery. The patient was discharged from surgery and remained stable.